Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10feb2020.

Event description:
The customer reported that the navigation ring was not moving. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the front bezel and the problem was resolved.